Event description:
Upon completion of dialysis, tech clamped arterial port and the clamp "just broke off", according to the tech.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reua0376 showed no other similar product complaint(s) from this lot number.